Event description:
A pt with a longstanding history of hypoxic encephalopathy had a tracheostomy, the homehealth nurse had removed the tracheostomy tube in order to change it and a piece of the tube had broken off and became dislodged in the right mainstream bronchus. This caused respiratory distress and the pt was brought to the ER. A bronchoscopy was performed and the tracheostomy piece was removed.